Event description:
Reporter alleged obtaining a blood glucose result of 610 mg/dl on the advantage system which is outside the 10-600 mg/dl reading range of the system. Reporter stated the reading was obtained about 2 years ago and she went to the doctor as a result. No other actions were taken or treatment reported. A request had been made for the return of the suspect product and replacement product had been sent.